Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case on the display window corners, minor scratches on the lcd window, a broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button on the insulin pump had an intermittent response. Device was not dropped or exposed to moisture. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.